Manufacturer narrative:
This report is for unknown cmf device. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient had a wound infection and the surgeon removed the hardware due to the infection. No part numbers provided. No delay in surgery. Patient status was good. This report is for unknown cmf device. This is report 1 of 1 for (B)(4).